Event description:
During a remote follow-up, a decrease in the pacing impedance and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.